Event description:
The customer alleges driving her scooter up an incline in her yard when she tipped over. The user sustained a fractured left knee and bruising.

Manufacturer narrative:
Evaluation: device eval anticipated, but not yet begun. A f/u report will be submitted upon completion of investigation.